Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the pre-dilated mid left anterior descending (lad) artery with one xience v stent. On (B)(6) 2009, the patient was found to have in-stent restenosis that was causing the patient to have angina. The patient underwent balloon angioplasty in the lad target lesion. The event resolved on (B)(6) 2009. There was no adverse patient sequela. There was no additional information provided.